Manufacturer narrative:
Device was used for treatment, not diagnosis. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the surgeon had difficulty implanting a nail for a proximal end of humerus fracture as the drill bit was interfering when drilling the distal locking hole. The surgeon tried again, and successfully inserted the locking screw and an end cap. The operation was extended for 5 minutes. There is no adverse consequence to the patient this is report 1 of 1 for (B)(4).